Event description:
Boston scientific received information that device evaluation was done and this left ventricular (lv) lead was found to have pacing impedances >2000 ohms. All configurations were tested and any configuration that involved the lv tip had lead impedances > 2000 ohms; the best capture threshold was 3.4 v at 2 ms with lvtip to can. In configurations that involved the lvring, the pacing impedances were 1200 ohms, but there was no capture. A save to disk and memory dump were performed and reviewed by a boston scientific engineer. Analysis showed that for the last several months the lead impedances have been beyond the device's measurement capability of 2500 ohms. Prior to that there was a gradual increase in the impedances. The patient had other health issues so it was unclear if a revision procedure would be done. At this time the lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead is still active and they have chosen not to revise the lead. There have been no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.